Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed moisture behind the display lens. A leak test was performed and showed a leak at a crack in the pump casing. The display was faded, discolored, and difficult to read. The display was replaces with a test display, and the contrast returned to normal with no signs of fading or discoloration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen went blank after he went swimming with the pump. The patient confirmed audio tones and vibration are present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.